Event description:
It was reported by the rep that the (1) scw45 was used during a radical prostatectomy procedure. It was reported that the instrument was fired and cut but did not staple. Unformed staples were present. This was the first fire out of the package. The device was fired on the dorsal vein complex. There was an extended operating room time and the pt lost 7 liters of blood.